Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 09/17/2006. A completed questionnaire was received from the surgeon via fax on 09/19/2006. This report was mailed to the FDA on: 10/13/2006.

Event description:
A surgeon reports a patient developed induced astigmatism, following initial intraocular lens implant surgery. The surgeon feels the induced astigmatism is lens related. A lens exchange was performed about six weeks following the initial surgery. The patient's outcome following the lens exchange is being requested.